Manufacturer narrative:
(B)(4). One unit of manta, dilator, and sheath were returned. Blood particulates were noted on all units. The units were decontaminated and inspected. The sheath was observed to be dismantled into three pieces (shaft lumen, hub and button valve). No significant tear noted on the button valve. The device lot history record reviews for lot number 73m2300241 manta 18f indicated no impact related to the device, and no reworks or other issues. Therefore, supporting the device met material, assembly, and performance specifications before shipment. Case details were reviewed-a 69-year-old male patient, 185lbs, presented in the or for an evar procedure. A centrally positioned access was gained utilizing ultrasound guidance with a micropuncture kit. The left common femoral artery was greater than 10mm, clear of calcification, and had moderate tortuosity above the common femoral, with a measured deployment depth of 4cm. There were no issues advancing or withdrawing the medtronic sentrant 12f procedural sheath during the case. Following the evar, heparin and protamin were administered and an 18f manta was deployed for closure. While inserting the bypass tube through the hemostatic valve of the manta sheath, the physician encountered severe resistance attempting to advance the bypass tube into the sheath hub, and the sheath separated. The first 18f manta was removed and a second 18f manta was deployed without issue; hemostasis was immediate. The patient did not experience any harm, injury, or health consequence from this event and post procedure outcome was fine. The manta instructions for use (IFU) indicates: if significant resistance is felt insert the bypass tube into the manta sheath, remove the entire system, and open a new device. The IFU posts a warning not to use manta if there is marked tortuosity of the femoral or iliac artery. Device description as stated in the IFU: 18f manta vascular closure device is for access sites in the femoral artery following the use of 15-20f devices or sheaths (maximum od of 25f). The IFU procedure requirements indicate if the manta closure does not deploy properly in the artery and hemostasis is not achieved, the closure and all absorbable components may be removed from the patient if medically necessary. A CAPA was previously opened under teleflex quality system to address this issue. Further investigation related to this event will be initiated if the occurrence rate exceeds the limit as per the CAPA. The der process will continue to monitor for any similar events.

Event description:
It was reported "during a manta deployment the manta sheath separated while advancing the manta device into the manta sheath. The device was removed and another manta was deployed." There was no medical intervention required. No patient harm or injury. The patient's current condition is reported as "fine".

Event description:
It was reported "during a manta deployment the manta sheath separated while advancing the manta device into the manta sheath. The device was removed and another manta was deployed." There was no medical intervention required. No patient harm or injury. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).